Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. No blank display noted. However, corroded electronic and corroded motor assembly noted during visual inspection. Device also received with cracked case(battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display after being exposed to moisture. The customer stated that insert battery alarm was not displayed on insulin pump screen. The customer stated that contacts on battery cap was not missing or damaged. Customer stated that display was not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.